Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 30 mmol/l at the time of incident. The customer also reported other blood glucose values such as 12 mmol/l. The customer reported that they received sensor was updating. Customer was switched to auto mode. The insulin pump will not be returned for analysis.